Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer stated that there was leak at the reservoir present. The customer also stated that the insulin fluid was visible in the battery, reservoir compartment and under lcd display. The customer was declined troubleshooting for high blood glucose. The insulin pump will not and reservoir will be returned for analysis.